Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. Air bubbles found in the patient line. Fluid was discovered in the pump module area; however, fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The patient contact was unable to locate any holes or tears in the film or on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to allow the cycler to dry overnight and continue usage the next day as well as follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed there was moisture where the cassette attaches to the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 correction: c, h6 no longer blank plant investigation: the actual device was returned to the manufacturer for physical evaluation. The manufacturer received one complaint product sample from the customer for inspection. The sample was received open with different package. The complaint product sample was disinfected according to the bill of materials (bom) for product 050-87216, as the complaint product sample was being disinfected and prepared for analysis, it was found no leak, kink, malformation nor any problems were found. The complaint product sample was visually inspected according to the bom. During the visual inspection, no problems, no damages in neither the lines nor the cassette were observed. The cassette set was in the expected condition. A functional test was performed to the complaint product sample with the cycler machine. The cassette fit properly inside of cycler compartment during installation. During functional test no air bubbles, alarms, leaks, or other issues were detected, after completed the test the cassette was removed from cycler and no moisture were found. The test was completed successfully. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. Air bubbles found in the patient line. Fluid was discovered in the pump module area; however, fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The patient contact was unable to locate any holes or tears in the film or on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to allow the cycler to dry overnight and continue usage the next day as well as follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed there was moisture where the cassette attaches to the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 correction: c, h6 no longer blank plant investigation: the actual device was returned to the manufacturer for physical evaluation. The manufacturer received one complaint product sample from the customer for inspection. The sample was received open with different package. The complaint product sample was disinfected according to the bill of materials (bom) for product (B)(4), as the complaint product sample was being disinfected and prepared for analysis, it was found no leak, kink, malformation nor any problems were found. The complaint product sample was visually inspected according to the bom. During the visual inspection, no problems, no damages in neither the lines nor the cassette were observed. The cassette set was in the expected condition. A functional test was performed to the complaint product sample with the cycler machine. The cassette fit properly inside of cycler compartment during installation. During functional test no air bubbles, alarms, leaks, or other issues were detected, after completed the test the cassette was removed from cycler and no moisture were found. The test was completed successfully. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. Air bubbles found in the patient line. Fluid was discovered in the pump module area; however, fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The patient contact was unable to locate any holes or tears in the film or on the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient contact was advised to allow the cycler to dry overnight and continue usage the next day as well as follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed there was moisture where the cassette attaches to the cycler door when removing the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.